Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "pressure regulation high" (diagnostic code 1009), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "pressure regulation high" (diagnostic code 1009), had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The customer then requested the part number for the solenoids and data acquisition (da) printed circuit board assembly (pcba). The customer replaced the solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.